Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to clinic after receiving a vibratory alert. Device interrogation indicated high measurements on the rv to svc and svc to can vectors. A loose set screw was suspected. The decision was made to turn off the svc coil. Due to the patients health, dft testing will not be performed. The patient will continue to be monitored.